Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information on how to reset the pump by technical support and assisted in the process. The issue did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any further malfunctions.